Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibitied the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. On 11/19/97 it was reported that a balloon leak occurred and that the pt experienced transient leg ischemia. There was complete resolution following iab removal. The pts leg was okay. [Event complications]: unk-rptd 10/27/97; transient limb ishcemia-rptd 11/19/97. [Pts current status]: ok-rptd 11/19/97.